Event description:
It was reported that during the implant attempt, the lead exhibited no sensing or pacing. The lead was not used and was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on both the distal and proximal conductors (not obstructed), and blood was found in/on the helix/lobe mechanism. The outer insulation was breached cut, and the lead appeared to have been damaged at implant.